Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl at the time of incident due to eating something bad. Customer¿s current blood glucose was 239 mg/dl. Customer treated their high blood glucose with a bolus delivery. Customer was not using auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.